Manufacturer narrative:
D4,g4: product ID and lot # are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with a preoperative diagnosis of a malfunctioning dorsal column stimulator and persistent lower extremity pain with a history of multiple lumbar fusion surgeries. It was reported that the t10 pedicle screw blocker on the left side was dislodged and required replacement during revision surgery. Additionally, the t12 pedicle screw on the left side was fractured within the vertebral body; however, no intervention was performed for the fractured screw during the procedure. There were no patient symptoms or complications as a result of the event.